Manufacturer narrative:
Additional information received that the pump stayed flat after pressing the bulb. The patient had trouble to control the device. The reservoir migrated from the original position to the abdominal cavity. System components reservoir model- 72404161 lot sn- (B)(6). Mfg date- 09/13/2018 exp date- 09/12/2023 gtin- (B)(4).

Event description:
It was reported that the patient experienced the replacement of an inflatable penile prosthesis(ipp) pump and reservoir due to the pump freezing and the reservoir being out of position. A patient outcome was not reported.

Event description:
It was reported that the patient experienced the replacement of an inflatable penile prosthesis(ipp) pump and reservoir due to the pump freezing and the reservoir being out of position. A patient outcome was not reported.

Manufacturer narrative:
Product analysis confirmed the reported pump device allegation. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported device allegations could be traced to a device failure observed during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Product analysis: pump malfunction freezing was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. Based on product analysis the probable cause of the reported pump freezing allegation was the activation test failure observed as it would result in a higher force required to pump fluid through the device. If the patient could not overcome the force to activate the pump it could be interpreted as being frozen or unable to be pumped. The pump bulb was not observed to be flat after pressing during product analysis. The reservoir allegation cannot be confirmed through this analysis, see (B)(4) for the reservoir complaint record. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 22196409 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis (d055985) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (92162915). Additionally, the reported events do not contain an allegation against the labeling. Shipping review: a shipping review is not required per work instruction because the lot number is known. Similar complaint review: no similar complaint review necessary per work instruction as the investigation does not conclude the event is related to a manufacturing deficiency. Reservoir: product analysis did not confirm any device issues or malfunctions as the probable cause of the reported event. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because the reported allegations could not be confirmed through the product investigation. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Product analysis: migration was reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. No device malfunction could be confirmed. Migration of the reservoir could no be confirmed as the patient anatomy and condition is unknown. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 22568347 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis (d055985) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (92162915). Additionally, the reported events do not contain an allegation against the labeling. Shipping review: a shipping review is not required per work instruction because the lot number is known. Similar complaint review: no similar complaint review necessary per work instruction as the investigation does not conclude the event is related to a manufacturing deficiency. System components: reservoir, model- 72404161, lot sn- (B)(6), mfg date- 09/13/2018, exp date- 09/12/2023, gtin- (B)(4).

Manufacturer narrative:
System components. Reservoir, model- 72404161, lot sn- (B)(4), mfg date- 09/13/2018, exp date- 09/12/2023, gtin- (B)(4).

Event description:
It was reported that the patient experienced the replacement of an inflatable penile prosthesis(ipp) pump and reservoir due to the pump freezing and the reservoir being out of position. A patient outcome was not reported.

Manufacturer narrative:
Pump lot number and model number updated. System components: reservoir; model- 72404161; lot sn- 1000161522; mfg date- 09/13/2018; exp date- 09/12/2023; gtin- (B)(4).

Event description:
It was reported that the patient experienced the replacement of an inflatable penile prosthesis(ipp) pump and reservoir due to the pump freezing and the reservoir being out of position. A patient outcome was not reported.